Event description:
(B)(4) / (B)(6) on (B)(6) 2025, a customer contacted quidelortho to report what was described as a misreading of a reaction in abo grouping for one newborn using their ortho vision swift ID-mts analyzer (B)(4). Complainant/complaint reporter: (B)(6) - laboratory manager date of event: 06 september 2025 reported on 08 september 2025 by (B)(6) to ortho global technical solution center (gtsc). Software version: 5.16.0 reagent(s): (B)(4)abd/abd grouping card lot 042525053-09 expiry 26 april 2026; manufactured 01 july 2025 mts diluent 2 lot mdp251 expiry 12 february 2026; manufactured 12 february 2025 other reagent(s): not applicable patient information: baby; female cord blood sample ID = (B)(6) encrypted ID = (B)(4) the customer reported that, on (B)(6) 2025, they had tested a cord blood sample from this newborn for abd grouping using (B)(4) abd/abd grouping card lot 042525053-09 in conjunction with their ortho vision swift ID-mts analyzer (B)(4) and that they had obtained a 1+ positive reaction with the anti-a(abo1) reagent, a negative reaction with the anti-b(abo2) reagent and a 4+ reaction with the anti-d(rh1) reagent. The customer reported that the threshold for result review is configured at 2+ for abd forward typing and that despite the analyzer having posted a flag "above/below positive reaction threshold", an a+ blood group was reported through their interface. The customer reported that upon further visual inspection of the anti-a(abo1) well, they identified a scratch that appeared to have caused the misreading of the negative reaction obtained with the anti-a(abo1) reagent. The customer reported that a biased a+ result was reported to the physician. The customer reported that a corrected o+ result was later issued to the physician. The customer reported that the newborn had not been harmed as a result of the reported event.

Manufacturer narrative:
Investigation details: the analyzer order report was provided confirming the information provided by the customer. Using e-connectivity, ortho gtsc was able to pull/obtain: - empty reading chamber ("health check empty chamber") photo: no dust - pre-processed card image: no dust present on the wells/card - processed card image: hair-like material noted on the outside of the anti-a(abo1) reaction chamber, just above the negative button. The assignable cause of the discordant positive grading of the reaction with anti-a(abo1) reagent of the card is associated with the presence of a foreign material on the outside of the reaction chamber. The ortho vision swift ID-mts cassette imaging system has functioned as per design. As per ortho vision swift ID-mts design, cards with intensity lower or equal to a defined threshold are placed in the card review area alerting user to issue, requiring user intervention. A threshold is a minimum value that determines whether results can be automatically accepted by the system or must be reviewed first and accepted manually. Antigen typing tests have a pre-set threshold of 2. The reporting of results is suppressed unless appropriate user intervention occurs. The customer was assisted to set up the configuration of his ortho vision swift ID-mts analyzer to have the "above/below positive reaction threshold" functionality fully operational. No further investigation was carried out into this incident. The assignable cause of the discordant positive grading of the reaction in a(abo1) antigen typing is associated with the presence of a foreign material on the outside of the anti-a(abo1) reaction chamber. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.